Event description:
On (B)(6) 2011, customer reported that the dxc 600i instrument generated false low sodium (na) and potassium (k) results the day before. Customer stated that the results were reported out of the lab. Customer stated that a repeat of the samples gave higher results and reports were amended. The customer did not indicate how many patient samples were affected, and only provide data for one patient. Treatment was not initiated or withheld based upon the original results reported. Customer did not supply quality control information from before the event, and quality control after troubleshooting was within lab-established ranges. Service was not initiated. The customer resolved the issue by cleaning the modular chemistry sample probe and the na and k electrode tips. No further issues were reported.